Event description:
It has been reported that during the procedure the physician was unable to advance the wire. The device was removed and replaced. The patient is reported as fine and the device is being returned for analysis.